Event description:
It was reported the patient underwent valve replacement surgery (date unknown). Postoperatively, the patient presented with stenosis and an elevated gradient. During explant two leaflets were rigid and thrombus was noted to be on the leaflets as well. The explanted valve was replaced with another manufacturer's mechanical valve. It was noted the surgeon would normally prescribe aspirin post op; however, the patient could not take it. The patient is reported to be in stable condition.